Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that probe cutter would not move; however, the aspiration continued to work during the surgery. The product was replaced and the procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe sample was returned. The sample was visually inspected and deemed nonconforming from its use. There was a red contamination on the port face. Actuation, aspiration and cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately five to ten minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe cutter was not able to move during surgery. All functional performance testing met specification. The root cause of the probe cutter did not move cannot be determined from this evaluation. Excessive surgical material in the port may temporarily cause the cutter to stay stuck in the closed position. (B)(4).